Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose level was 360 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump fell on the floor. The customer also stated the insulin pump' drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.